Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 25sep2018. The customer reported replacing the power management printed circuit board to resolve this issue.

Event description:
The customer reported multiple error codes and the system wont power on. There was no patient involvement. The event date was not specified; estimate used.